Manufacturer narrative:
The device history records for the sam 300 were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300 passed ¿out qat¿ from heartsine technologies on the 26th february 2007. The pad-pak (lot no. A3142 2023-04-01) history record was reviewed, which showed the returned pad-pak as 1 of 200 manufactured on the 17th december 2018, 94 of which were shipped to (B)(4) on the 18th december 2018. All pad-paks were subject to battery voltage testing on the 17th december 2018. The pad-pak (lot no. J0443 2022/09/01) history record was reviewed, which showed the returned pad-pak as 1 of 216 manufactured on the 22nd may 2018, 156 of which were shipped to (B)(4) between the 24th may 2018 and 29th may 2018. All pad-paks were subject to battery voltage testing on the 22nd may 2018. The device was returned with a reported fault of device switching on automatically and depleting pad-paks. The device memory log indicates that a pad-pak was first installed on the 23rd october 2007 and performed for 9 years prior to failing an auto self-test on the 27th november 2016 due to a low battery. The device then continued to issue low battery warnings during weekly auto self-tests up to the last recorded entry on 20th august 2017. The user would have been alerted with ¿warning, low battery, device service required¿ prompts alongside an extinguished green status led. The reported fault was not replicated during the investigation and, there was no evidence within the memory log of the device switching on automatically as characterised by multiple manual power ups of 10-minute duration. However, the device memory became full by the (B)(6) 2017, therefore no further information after this date could be obtained. Previous experience has shown that faults of the reported nature can be due to a membrane failure, despite no measurable fault identified during the investigation. The returned sam 300 is now outside of its warranty period and will be scrapped.

Event description:
Device depleting pad-paks before expiry date. There was no device malfunction.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
Device depleting pad-paks before expiry date. There was no device malfunction.